Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump having problem in delivering bolus. The customer¿s blood glucose level was 287 mg/dl. Customer states parameters were entered correctly. Customer reports the food bolus was incorrect. The blood glucose value was entered correctly. Carbs were not entered correctly. The insulin pump will not be returned for analysis.